Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2017, the patient underwent treatment of a ruptured type b dissection with conformable gore tag® thoracic endoprostheses using a gore® dryseal sheath with hydrophilic coating. After the procedure, hematoma was found at the puncture site. On (B)(6) 2017, the puncture site was opened again and hematoma was removed.

Manufacturer narrative:
Code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 22 ¿ per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: hematoma.